Manufacturer narrative:
On 28-jun-2018, the system was shipped to the dealer ((B)(4)) according to the end user specification provided. Dealer stated that the incident is not due to device malfunction. However, an injury has been involved in this incident, so we consider it as a reportable.

Event description:
On (B)(4) 2019, motion concepts was informed by (B)(4) (motion concepts importer), that one of their dealer at (B)(4), was notified on an accident that took place on (B)(6) 2019. The dealer reported that the end user was struck by a vehicle attempting to load on public transportation. Unfortunately, had some bruising and cuts. As of now, client went to emergency room for eval. Dealer stated that the incident is not because of any system malfunction.